Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported telemetry issue; rf (radio frequency) head cable found out of electrical specification. It was noted the rf head cable was damaged. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head experienced a telemetry issue during a patient check. A different rf head was used to complete the patient session. The rf head was returned. No patient complications have been reported as a result of this event.